Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The abbott real-world evidence (rwe) vt indication expansion study is conducted in accordance with abbott laboratories standard operating procedures and the following: - ethical principles based on the declaration of helsinki - good clinical practice - FDA 21 cfr 50, 54, 56 and 812. Background: the proposed abbott real-world evidence (rwe) ventricular tachycardia (vt) indication expansion study will be a retrospective study to support the indication expansion of tactiflextm, sensor enabled (tactiflex se). Real-world data (rwd) can be used to both identify the catheter of interest among real-world vt ablation procedures and collect the associated safety and effectiveness outcomes data. An rwe study design is beneficial because it captures more study subjects, represents a broad patient population, and assesses clinical outcomes representative of real-world medical practice. A retrospective analysis of a real-world vt cohort was conducted for this poc. The cohort consisted of patients in the linked pinc aitm healthcare database and datavant death index (phd-ddi) datasets undergoing an index vt ablation between 2019 and 2021. Pre-ablation baseline comorbidities and post-ablation clinical outcomes in phd-ddi were determined using diagnosis and procedure codes. Methods for detecting acute 30-day safety outcomes for 13 different safety event types and a 6-month effectiveness outcome of vt recurrence were developed using diagnosis and procedure codes. Detected real-world event rates were assessed for consistency against those reported by relevant clinical studies. Lastly, a method for identifying specific ablation catheters based on keyword searches of the phd charge descriptions was developed with the final string search algorithm validated by two independent reviewers. This method was applied to identify cases of tacticath¿ contact force ablation catheter, sensor enabled¿ (tacticath se) use among the index vt ablations of the real-world vt cohort. The following complications occurred: 26 events of cardiac perforation/tamponade 15 events of new instances of arrhythmias not vt, including heart block, atrial fibrillation (af), supraventricular tachycardia (svt) or atrial flutter (afl), ventricular fibrillation (vf) or ventricular flutter (vfl), bradycardia, and premature depolarizations 17 events of vascular access complications 25 events of bleeding 15 events of new onset heart failure 17 events of vascular access complications.